Event description:
It was reported that during preparation for an unspecified procedure, the wire could not be inserted into the tool. The guide wire could not go through the advantage insertion tool. The procedure was completed with another advantage insertion tool. There was no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4).